Manufacturer narrative:
(B)(4). Batch # n90h13. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic right colectomy, a teardrop-shaped clip came out and stuck in the blood vessel. There was bleeding, but the amount of bleeding was unknown. Ligation was performed with another device to stop bleeding. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.